Manufacturer narrative:
Evaluation results: the device was returned to zoll medical (B)(4). The malfunction was attributed to the battery connection assembly. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device intermittently powered up without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.